Event description:
It was reported that during cleaning and sterilization, the customer noted frayed cables on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was broken and the cable segment stuck out at the wrist. Additional observation not reported by site was pulley damage. Several mechanical indentations were also observed on the idler pulley near the broken grip cable. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.